Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch's 1320894-2008-00081, and, 1320894-2008-00089. The device is being returned to conmed however has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported, "the balloon deflated during surgery and had to be reinflated. It deflated slowly again. After colpotomy was complete, the vcare was removed from the vagina, but the cannula came out of the balloon and cervical cup which remained in the vagina. These were removed."